Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the therapy was turning off by itself. The patient told them that they saw on the controller that the therapy turned off by itself. The patient was able to turn back on therapy. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient had plugged the controller to the wall to charge. The patient then opened the patient programmer (pp) and their stimulation had been turned off. The rep confirmed that the patient did not turn the stimulation off and it was done automatically. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the issue had not been determined, but it had resolved. The patient had turned the device back on and had not reported another incident. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's stimulator turned off again without her touching it. Additional information was received from the rep reporting that patient experienced the ins turning itself off 2 more times since the last call. Rep will be sending file to analysis. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient had plugged the controller to the wall to charge. The patient then opened the patient programmer (pp) and their stimulation had been turned off. The rep confirmed that the patient did not turn the stimulation off and it was done automatically. No further complications were reported. Follow up was conducted.